Event description:
Boston scientific received information that during a device replacement procedure, it was noted the ring of the is-1 port was not connected properly. No adverse patient effects were reported.

Event description:
Information was later received that when attempting to connect this lead to a competitor device, it would not proprerly insert. The sealing was slipping over the loose ring of the is-1 pin. Therefore, the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.